Event description:
A laser technician reports three possible cases of induced astigmatism following refractive surgery. No other details are available at this time. Additional info has been requested.

Manufacturer narrative:
This report was mailed to FDA on: 08/21/2009.